Event description:
The customer stated that their spouse found customer passed out. Spouse used the suspect device to check their blood glucose and obtained a result of 524 mg/dl. Emts were called and they gave customer juice, unknown medication and took customer to the hosp. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.